Event description:
Per the clinic, the patient experienced a decrease in performance and then pain with use of the device. The patient was administered IV antibiotics due to pain however; there was no indication of an infection. The results of an integrity test indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted in 2009. Reimplantation is not planned at the time of this report.